Event description:
It was reported the pt's (B)(6) stimulation efficacy diminishes with certain postural changes. The pt reportedly only experiences effective therapy relief when sitting upright. A diagnostic test found invalid impedance measurements for several lead contacts. The pt is said to engage in physical activities which include weight lifting. X-rays have been ordered for further investigation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.